Manufacturer narrative:
The device was not returned for evaluation. In this case, there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported arrhythmia, atrial fibrillation and mitral stenosis cannot be determined; however, atrial fibrillation, arrhythmias and mitral stenosis are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, medication required, and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to atrial fibrillation with rapid ventricular response, and mitral stenosis. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation with posterior leaflet prolapse, mitral annular calcification and mitral leaflet calcification. Two mitraclips were implanted, reducing the mr to grade 2+. There was no device malfunction. During the procedure, and the next day, the patient went into atrial fibrillation with rapid ventricular response (rvr). Treatment included multiple cardioversions and medication administration. The event required prolonged hospitalization. Post-procedure, mitral stenosis was also diagnosed. No treatment was provided for the mitral stenosis. Per physician, the events were related to the mitraclip device although there was no device malfunction or issue reported with either clip. On (B)(6) 2021, the patient was discharged from the hospital. No additional information was provided regarding this issue.